Event description:
It was reported that during a percutaneous transluminal coronary angiography procedure, prior to entering the pt anatomy, resistance was met while advancing the rx rocket over the guide wire. Upon removal it was revealed that the tip of the balloon catheter had separated. Another rocket was successfully used to complete the procedure. No pt injury was reported.